Manufacturer narrative:
(B) (4) (off label vascular use) - (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: premature, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the tight popliteal artery, without predilatation, the xpert stent prematurely partially deployed during advancement. The device was removed without difficulty and another xpert stent was deployed. There was no adverse pt effect. There was no add'l info provided.